Event description:
At the moment of release, the ide signals resistance. No particular stress on the endoscope. After a few pulls of the trigger (3), there is a strong jolt with a 'clack' sound, then the prosthesis becomes non-functional. No risk to the patient; we use another prosthesis is without difficulty. Additional information received 22 sep 2025. At what stage of the procedure did the complaint occur? During placement when unpacking or preparing the evolution. While inserting the evolution in the patient. During stent placement. While removing the introduce. During stent repositioning/removal what endoscope type and channel size was used? What was the position of the elevator? (Was it opened or closed?) Details of the wire guide used (diameter, type, make)? I don't know. Did any part of the stent contact the patient's anatomy when the complaint occurred? I don't know. How long was the stent in the patient by the time this complaint occurred? I don't know. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? I don't know. What was the target location? I don't know. Was the zip port facing upwards and slightly curved when backloading the wire guide? I don't know. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? I don't know. Was the product inspected for kinks or damage before use? Yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2260645 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 1st october 2025. On evaluation of the device, the following was observed: visual inspection: device returned in protective tubing. Safety wire returned in place. Red marker past 6th dimple. Stent partially deployed. Functional inspection: handle actuating for deployment and recapture, unable to deploy stent. Safety wire removed with no issue. Handle opened to internally inspect device. Sheath tube observed to be separated from shuttle cap. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap. As a result, the stent could only be partially deployed. From the additional questions, it is not known if the anatomy was difficult. The strong jolt and 'clack' sound reported by the customer is likely to have been the sheath tube separating from the shuttle cap. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, during an attempt to place an evo-fc-10-11-6-b stent, after a few pulls of the trigger there was a ¿clack¿ sound and the stent would not deploy any further. The procedure was completed using another device, there were no adverse effects reported due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 10-nov-2025.